Event description:
It was reported that the patient was admitted on (b)(6)2026 with Bilateral (BLE) edema, anasarca and shortness of breath. Wound care consult and Infectious Disease (ID) consult found blood cultures positive for Micrococcus luteus (b)(6)2026 and positive blood cultures on (b)(6)2026 for pseudomonas aeruginosa. The patient was later transferred to Cardiac Intensive Care Unit (CICU) on (b)(6)2026 with mixed cardiogenic/casoplegic shock and hypercapnic respiratory failure. The patient was started on Bilevel Positive Airway Pressure (BIPAP). Chest X-ray showed pulmonary edema. Abdominal ultrasound showed hepatomegaly coarsened liver echotexture and trace perihepatic ascites, suggestive of cirrhosis and contracted gallbladder with biliary sludge. The patient ultimately passed away on (b)(6)2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.